Manufacturer narrative:
The actual device was not returned to the manufacturer for physical evaluation. The lot number for the patient was not able to be obtained to date. Distribution records were reviewed to identify potential lots of this product shipped to the customer and the lot 12jr8086 was delivered to the customer within the time frame of one month before the date of the incident. A companion sample with lot 12jr08086 was returned for investigation and no defects were noted. In addition, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or nonconformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis patient has reported that dialysis solution is leaking out of the cassette and into the cycler. Patient went to remove the cycler set from the liberty cycler and identified moisture in the cassette door area post treatment.